Manufacturer narrative:
Use error: the cartridge instructions for use state: replace the cartridge 72 hours if using novolog. Per the user guide: always make sure that the correct time and date are set on your system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (300-493 mg/dl). The contact delivered a correction bolus and the customer drank fluids to address the bg level. During troubleshooting, the pump time was found to be off by an hour. The cause was not reported. Tandem technical support (cts) assisted the contact with correcting the time. The contact reported that the customer may have been sick and was a possible cause of the high bg. Reportedly, the cartridge had been used for 4 days. Cts informed the contact that novolog is labeled for 72 hours with the cartridge.